Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a low drain volume (ldv) alarm occurred during drain one of four on the home choice (hc). The home patient (hp) was connected at the time of the event and the drain volume (dv) equaled 868ml. The hp stated they had previously drained out via their transfer set during set up. The hp indicated air bubbles were observed in the patient line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis and the lot number was unknown; therefore, no evaluation could be performed. However, it was reported that there was air in the patient line which is known to cause a low drain volume alarm. The cause of the air in the line could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.